Manufacturer narrative:
The patient¿s test strips were returned and measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results (qc range: 2.5 - 3.1 inr): patient's returned test strips: qc 1: 2.8 inr, qc 2: 2.2 inr. Retention master lot: qc 1: 2.8 inr, qc 2: 2.2 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient this event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory result using a recombiplastin 2g werfen acl top. The laboratory result was 2.4 inr. The meter results were 1.9 inr and (using the other hand) 1.5 inr. The time between measurements was <3 hours. The patient¿s therapeutic range is 1.8-2.3 inr.